Event description:
Additional information was received that provocative testing was performed, but the noise was unable to be reproduced. Diagnostic imaging was also performed, but no abnormalities were observed. No further intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
During a clinic follow-up, episodes of noise resulting in oversensing were observed on the right atrial (ra) lead. Insulation damage of the ra lead is suspected, but was unable to be confirmed. No intervention has been performed at this time. The patient was stable and will continue to be monitored.